Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The open device visual inspection revealed wire bond damage. This is believed to have been induced during the failure analysis process. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, this issue is not resolved. Revision surgery is scheduled.